Manufacturer narrative:
Evaluation: still under investigation at this time.

Event description:
The chest drain is reported to have pierced the left ventricle, septum and the right ventricle. The patient died when the drain was removed. We were advised that difficulty was encountered during initial insertion. Information stated the patient's left lateral chest wall was cleaned with iodine and the skin was infiltrated with 5mls of 1% lignocaine exactly where the tap had been earlier. The seeker needle and wire guide was inserted, however, after approximately the first five centimeters, further advancement was not possible. Insertion was attempted one centimeter lateral to the initial position. Aspiration was still possible, but the wire guide would not advance more than a few centimeters. The wire guide was then inserted at an upwards angle, but still would not advance. The decision was made to perform a blunt dissection technique in the attempt to insert the drain. During this time, the patient was talking and the area continued to drain from the insertion site. Further 5mls of 1% lignocaine was given and an insertion was carried with using blunt dissection with spencer wells forceps at the site of introduction. The drain was advanced approximately 5cm a the stiffener withdrawn. At that time, a hiss of air was heard. The drain was slowly advanced and eased to the relevant tube marking. Pus poured from the drain. Patient died.